Manufacturer narrative:
(B)(4). Evaluation summary. Evaluation of the returned device found the device clip was fully deployed and the access ports had been utilized to facilitate device removal. Bent locator wings were also found. All of the locator wings were intact and secure within the vessel locator assembly. Bent locator wings are consistent with difficult to remove device. The most probable root cause for the wing's condition may have been the compaction of subcutaneous tissue between the deployed locator wings and the distal end of the device's clip delivery tube during the distal deployment of the thumb advancer bending the wings distally. This condition can result in the inability of the locator wings to retract into the clip delivery tube after clip deployment. No manufacturing or quality inspection issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, after deploying the clip, the device was difficult to remove. An attempt was made to release the device using the access ports but this was unsuccessful. The device was removed by using both counter-traction and an assertive pull. Manual compression was applied for less than 5 minutes to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.